Manufacturer narrative:
(B)(4). D10: 00625006515 bone screw self-tapping 6.5 mm dia. 15 mm length 63420071. 00625006515 bone screw self-tapping 6.5 mm dia. 15 mm length 63420075. 00625006520 bone screw self-tapping 6.5 mm dia. 20 mm length 63530640. 00625006540 bone screw self-tapping 6.5 mm dia. 40 mm length 63566054. 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length 63517707. G2: foreign: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised due to loosening. The cup and screws were explanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11. Corrected: a1, e1 (first name). The reported event was confirmed by review of x-rays. Visual examination of the provided pictures identified the explanted shell and screws, covered in bio-debris. No further evaluation can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty. Loosening of the acetabular cup is demonstrated. Steep acetabular cup lateral angle of inclination, high placement of the acetabular cup, protrusio acetabuli and generalized reduced bone mineral density are all risk factors for acetabular cup loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.